Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device's handle was not able to squeeze and did not fire even the green button was able to press. They opened a new stapler to complete the case. No staples went into the patient. There is no patient involved in this event per the report.